Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48mg/dl as well as blank display. Customer¿s blood glucose level was 208 mg/dl at the time of call. Customer state that display return after restart. Customer state that insulin pump had pump error alarm. Customer states the self test passed. Customer was unable to perform high pressure test. Customer declined troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.